Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No failed battery test or stuck button alarms noted. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor errors or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. Device received with corroded battery tube, scratched case, pillowing keypad overlay and cracked case. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a pressed buttons more then once. Customer stated that was rejects new batteries and unexplained no delivery motor error loss of buttons setting and it was pressed more then once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.